Event description:
Customer reportedly obtained results of 54mg/dl and 113mg/dl on the advantage system within 10 minutes. Within the twenty minutes prior, the customer had been given a glucagon injection. Requested return of suspect system and replacement was sent.